Event description:
It was reported that this right ventricular lead exhibited failure to capture at max outputs and a dislodgement was identified. A lead repositioning procedure was performed. This lead remains in service. No additional adverse patient effects were reported.